Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was over 600 mg/dl and an insulin pen was used to address bg. Customer alleged the pump was not pumping properly. Customer reverted to using insulin pens for insulin therapy.